Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The patient stated she has ¿5 milligrams divided up in the day¿. The patient reported that their healthcare provider told the patient the pump has run dry and the patient doesn't believe that. The patient stated due to not being able to make their co-pay the healthcare provider does not want to refill the patient¿s pump. The patient further stated their pump has run dry and alarming and the patient was in withdrawal for the past two weeks. The patient noticed the withdrawal was getting worse the day before yesterday. The patient went to the ER (emergency room) on monday (B)(6) 2016 for withdrawals and they gave one shot that lasted for 30-40 minutes. The patient stated every time she goes to the healthcare provider they remove too much medication and wasting the medication which causes the patient to go in earlier than she should. The patient stated every time she goes in they take out at least two weeks to one week of medicine. The patient begged their healthcare provider¿s office to refill her pump and they refuse. The patient was in withdrawals and cannot comprehend anything and beyond miserable. The patient also stated their first healthcare provider walked out on his practice and the patient wants to find someone who will work with the patient and her copay and that will fill her pump. The patient was seeking a new healthcare provider and requested physician listings.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The hcp received a call from the emergency room (e.r.) On (B)(6) 2016, who notified the provider that the patient was experiencing opioid withdrawal. The patient had missed several refill appointments, despite being warned of her upcoming alarm date and the possibility of opioid withdrawals. The clinical diagnosis was opioid withdrawal. Medication was administered, and the pump was not refilled. They were weaning the prescription for the norco provided on the same date. The provider spoke to the patient by phone. The patient denied obtaining oral opioids from other providers, but this was determined to be inaccurate and in violation of clinic opioid policy. The patient was transferred to another provider on (B)(6) 2017. The event was related to the device/therapy, and not related to the implant procedure. The event was related to the drug. The drug action that caused the event was the patient missing several refill appointments and the pump running dry. The event was unresolved at the time of study exit/death/study closure. No complications were reported or anticipated.

Manufacturer narrative:
Patient codes: (B)(4) are also applicable to this event.

Event description:
Additional information was received from a consumer indicated at the (B)(6) 2016 the patient was critically alarming every 10 minutes regarding the empty pump. In (B)(6) 2016 ((B)(6) weeks ago on a friday; stating this friday would make it (B)(6) weeks but could not give exact date) the patient went by ambulance because the patient's blood pressure was critical 188/114 and the patient was having chest pain and called 911. She was still having high blood pressure because of the pain and stress. On (B)(6) 2016, the patient called the hcp and begged for help. They told the patient she was not in withdrawals anymore and if she could not make her copays they could not help. The patient had not been given any oral medications for her pain, but did take oral medications for other things. The patient wanted to know if there was a way to silence the alarming pump. The patient was redirected to work with a hcp regarding her medical questions and concerns. It was also noted the patient continued to have issues with the blood pressure. In (B)(6) 2016, the hcp took out the bupivacaine medication and cut the daily dosage for the morphine from 10mg/day to 5 mg/day; however the reason was not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.